Event description:
The pt was implanted with a low bleed gel on 7/6/93. Subsequently it was noted that the pt had developed an infection and capsular contracture in her left breast and the prosthesis was removed on 2/11/97.